Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, inflammation and elevated metal ion levels. Update rec¿d 4/8/2014 - pfs was received from legal, primary medical records were received from legal, and part/lot information was identified. Records are available for further review. Update received 02/10/2017: the sales rep has reported the revision surgery. Patient was revised to address metallosis. Update ad 11 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges metal wear and loosening of cup. Doi: (B)(6) 2009 - dor: (B)(6) 2017 (right hip). Please see: (B)(4) (revision).